Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor had abnormal shutdowns in its flag files. The likely cause of the resets was isolated to the ca board. The likely cause for the resets was intermittent connections could not be positively identified but was likely excessive stress on the monitor c/a board. A root cause investigation is underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
While reviewing the download data for a (B)(6) male patient, several abnormal shutdown flags were discovered. Zoll customer support contacted the patient and issued him a replacement monitor.